Event description:
It was reported that during a follow up visit, this implantable cardioverter defibrillator (ICD) displayed a yellow alert that indicated that out of range impedance measurements on the right atrial (ra) lead were recorded and ra lead noise was observed. The health care professional (hcp) checked the lead impedance trend report remotely and found the lead to have normal impedance measurements. The hcp believed that cause of the intermittent impedance changes and noisy signals were due to possible insulation damage. Subsequently, during an in-clinic visit, isometrics were done to further evaluate the lead and xray imaging was taken. Noisy signals were able to be reproduced during isometrics, however, xray image results were unable to confirm insulation damage. At this time, the hcp will continue to monitor the patient. At this time, the ICD and ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that during a follow up visit, this implantable cardioverter defibrillator (ICD) displayed a yellow alert that indicated that out of range impedance measurements on the right atrial (ra) lead were recorded and ra lead noise was observed. The health care professional (hcp) checked the lead impedance trend report remotely and found the lead to have normal impedance measurements. The hcp believed that cause of the intermittent impedance changes and noisy signals were due to possible insulation damage. Subsequently, during an in-clinic visit, isometrics were done to further evaluate the lead and xray imaging was taken. Noisy signals were able to be reproduced during isometrics, however, xray image results were unable to confirm insulation damage. At this time, the hcp will continue to monitor the patient. At this time, the ICD and ra lead remain in service. No adverse patient effects were reported. Subsequent additional information was received that reported that the health care professional (hcp) tested the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead pacing impedances. The results showed the ra lead pacing impedances to be normal measuring at about 550 ohms, however, the noise observed on the ra lead was oversensed. At this time, the ICD and ra lead remain in service. No additional adverse patient effects were reported.